Event description:
Esu #1 set at coag 3 cut 4. Dr switched from large loop to medium loop. Dr went to use the bovie and the loop melted away. Dr given a new medium loop cut 3 coag 3. No problems noted. Charge nurse notified. Biomed checked esu and no problems reported.